Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission # k0836689,k142596, k191910.

Event description:
As reported by the user facility: the event occurred on 05/06/2026 between 5 and 7 pm., the patient presented with delirium and psychomotor agitation. The on call physician was informed of the patient's condition and opted to start dexmedetomidine (precedex) via infusion pump. The prescription requested starting the infusion at 0.5 mcg/kg/h with 48 ml of total solution, which would give a duration of 4 hours and 53 minutes. However, the medication was administered in approximately 30 minutes, causing the patient to become unresponsive, hypotensive, and bradycardic. After noticing the event, the bedside nurse immediately stopped the infusion and the patient was monitored until he returned to his baseline state.